Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, a curved opening on valve bond edge wear abrasion, and fold creases. Leak test and microscopic analysis was performed which identified, a sharp opening on valve bond edge and crack valve. Based on the device analysis the final assessment is: - a sharp opening on valve bond edge assessed as an unidentified (tear) opening. - a cracked valve seat diaphragm valve.

Manufacturer narrative:
Supplemental medwatch being sent to correct error in g3 of previously submitted report.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.